Event description:
It was reported to vyaire medical problem with revel ventilator where the unit is showing blower demand fault while on a patient. No patient harm noted as unit was swapped out.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service technician was unable to verify customer reported complaint regarding unit showing blower demand fault while on a patient as the problem was not reproducible during bench testing. Vent passed 117 hrs. Of extended test at customer's settings. It also passed initial final test using automated testing fixture which test the total functionality of the ventilator. Unit was visually inspected and no anomalies were found. The blower demand exceeded alarm condition is not necessarily an indication of a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. Since the vent passed all testing, no repair action is needed. Process ventilator thru service to meet all factory standards and specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.